Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced towards the lesion. Upon inflation, the balloon ruptured. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).